Event description:
A user facility reported to olympus that during a colonoscopy, the elektrochirurgiegerät "esg-150" stopped working. As a result, the patient needed to be transferred to the emergency room to have the procedure completed with the same device type from a different procedure room; the procedure was completed successfully. There were no error messages or alarms. It was unclear if a delay occurred, but the colonoscopy lasted 45 minutes due to the issue. The patient sustained a rectal bleed from the polypectomy site, possibly as a result of the device not functioning properly. Despite multiple attempts, interventions and patient outcome was not provided. If additional information is provided, a supplemental report will be sent.